Manufacturer narrative:
Concomitant medical product: product ID: 8 253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that in two different procedures, when the probe is touched to the nerve it sent one impulse and then would not stimulate again. There was a slight delay in the procedure to obtain a backup monitor. There was no known patient impact reported.

Manufacturer narrative:
Analysis for the mainframe found no fault or malfunction with the device. The device was examined and the customer's issue could not be duplicated. The device was tested and passed all manufacturing specifications. Analysis for the patient interface found that the customer's issue could not be duplicated. The wave washer was replaced due to loose cable clip. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.